Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed a control test on the contour next ez meter at 8:44 a.m. And obtained a reading of 120 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g49, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.